Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ damage) issue. This complaint is being reported because the reported issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm there was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up # 2 date of submission 10/26/2016. Correction to evaluation code: result code. The result code should also be included in this investigation. Correction to additional manufacturer narrative. The following information should be included in the investigation narrative: also unrelated to the initial complaint, it was observed that the audio bolus button was damaged but it was responsive during the investigation.

Manufacturer narrative:
Follow-up #1: date of submission 10/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/28/2016 with the following findings: review of the black box data did not reveal any evidence of short battery life; the battery voltages were noted to be within normal specifications. On examination, the battery compartment was found to be cracked; investigation confirmed damage. The returned battery cap was intact and able to secure to the pump. Electrical currents were evaluated and determined to be within required specifications. The pump was exercised for 24 hours without duplication of a power issue. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, the display screen was noted to be dim/faded and discolored.